Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the received pump found that the tamper seal was broken, the right plunger case was cracked and there was contamination on the top case front lower base. The keypad malfunctioned; and therefore, the event history log (ehl) was unable to be accessed. Some of the key buttons would not operate. Functional testing of the pump was performed by powering up the device, and no positive supply background test occurred. The reported problem was unable to be replicated; however, the main board power supply output was below the required accepted values. As a result, the main board was replaced as a precaution. In addition, the keypad was replaced due to malfunction key buttons, the interconnect board was replaced as the software version was unable to download, the power supply was replaced due to foreign material contamination particulate, the barrel clamp guide and right plunger case were replaced due to being cracked the tapered spring was replaced for preventative action and the left plunger case was replaced due to cracked screw boss. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The reported problem was unable to be confirmed. No root cause could be determined as the complaint could not be confirmed. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump had a system failure, positive supply background test. No patient injury was reported.